Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73k1500076 investigations did not show issues related to complaint. The returned device investigation has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: only 2-3 staples can be activated. After 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)94). Two (2) staplers from catalog number 528235 visistat 35w 6/box were received used, opened without original packaging, per sap lot #73k1500076. During visual inspection: stapler#1: components looked well assembled, trigger activated, returned sample looked used, and appears misaligned staples, disinfected. Stapler #2: components looked well assembled; looked used, appears misaligned staples, trigger activated, disinfected. Issue reported "stapler blocked" was not able to be confirmed. Functional inspection was not able to be conducted due to the condition of the returned sample which was received pre-activated; both of the samples seems to be used, and the device was not able to activate. Issue reported could not be confirmed. Sample received did not confirm the issue reported by customer "stapler blocked." During our visual inspection and functional inspection was not able to be conducted due to the condition of the returned sample; therefore a root cause cannot be established and a corrective action for it.

Event description:
Alleged event: only 2-3 staples can be activated. After 2 staples the stapler is blocked and no further staples can be activated. The patient's condition was reported as fine.